Event description:
The consumer reported a patient implanted for spinal pain had their entire system replaced because it wouldn't take a charge. This started in (B)(6) 2015 and it stopped working in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was replaced because it "burned out". Patient services tried to clarify that when the patient stated that their device was"burned out" they meant the ins battery was depleted and the patient stated "apparently".no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s explanted devices were submitted to surgical pathology at (B)(6) system for disposal on (B)(6) 2016. The patient weighed approximately (B)(6) pounds at the time of the event. No further complications were reported.